Event description:
It was reported that the implantable pacemaker undersense and electrogram (egm) show erratic fluctuations in wave height, sometimes rising and sometimes falling. A request was made to have data from this device analyzed. Data analysis showed the atrial peak value was 0.5 milli volts, and the current atrial sensitivity was 0.75 milli volts, resulted in undersensing. Boston scientific technical services consultant (ts) suggested to increase the atrial sensitivity or changing the automatic gain control settings. As of this time, this pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable pacemaker undersense and electrogram (egm) show erratic fluctuations in wave height, sometimes rising and sometimes falling. A request was made to have data from this device analyzed. Data analysis showed the atrial peak value was 0.5 milli volts, and the current atrial sensitivity was 0.75 milli volts, resulted in undersensing. Boston scientific technical services consultant (ts) suggested to increase the atrial sensitivity or changing the automatic gain control settings. As of this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information received which indicates that the electrogram (egm) suggestive a device or lead malfunctioned. Technical services (ts) suggested to increase the atrial sensitivity or change the setting of automatic gain control (agc).